Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1, d4, d6a, d9, d10, h4. D10: (B)(6) 350-02-01e - talus -right- sz 1 - EU. (B)(6) 350-32-02 - tibial plate mb sz 2 rt. No device was returned for evaluation; radiograph images were provided; however, the reported event was unable to be confirmed. The review identified that the tibial plate appears to be undersized in the anterior-to posterior length but appears to have adequate medial-to-lateral coverage. Per the provided pre-revision radiographs the liner appears to have fractured based on the posterior position of the radiographic marker in the ankle. The tibial plate appears to be in a closed slope relative to the tibia. The articular surface of the fractured tibial insert exhibits subsurface damage in the center, and an isolated region of subsurface damage on the posteromedial aspect. This damage appears consistent with bending stress placed on the liner in vivo, however this cannot be confirmed. Scratching, likely the result of third body wear, can be observed on the articular surface. Third body wear occurs when a third body, such as a fragment of bone or bone cement, gets trapped between the articulating surfaces of the tibial insert and talar component. As the patient moves, the third body creates scratches, and sometimes pitting, on the surface of the tibial insert. There appears to be tool damage on the anterior aspect of the polyethylene, which was likely the result of coming into contact with sharp surgical tools during the revision surgery. Finally, there is a thin layer of polyethylene flaking off at the site of the fracture on the anterior piece. The backside of the tibial insert has evidence of wear and scratching, and damage to the posterior aspect. This posterior damage may be the result of contact with surgical tools during device removal and/or unintended contact with tibial bone following fracture of the component, however, this cannot be confirmed. There appears to be fracture edges of the polyethylene and gaps in the polyethylene. The cause of these defects cannot be confirmed, but it may be related to the combination of the subsurface damage and the component fracture, or tool damage during revision. There appears to be a scratch in the fracture surface. This may be the result of tool damage from the revision surgery. There is polyethylene displacement on the medial aspect of the fractured component, but the cause of this displacement cannot be confirmed. Lastly, there is discoloration on the fractured edges of the tibial insert, which may be residual bodily fluid, however, this cannot be confirmed. There are scratches and gouges on the edges of the insert, which likely resulted due to contact with sharp surgical tools during device removal. All other aspects of the device appear unremarkable. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from fracture of the tibial insert. The observed wear may have been the result of a third body becoming trapped between the components or due to abnormal articulation of the components secondary to the device fracture; however, the sequence of events cannot be confirmed. The cause of the insert fracture cannot be conclusively determined as patient-related information and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 5 years post the initial total ankle arthroplasty, the patient presented with pain and was revised due to a fractured poly. No further information available.